Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. The customer is using cold insulin. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 333-350 mg/dl.